Event description:
Cuffing of the tubes is only possible when it's over blocked.

Manufacturer narrative:
All information reasonably known as of 31may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint of "cuffing of the tubes is only possible when overblocked", which most likely is describing a leak in the ett cuff, regarding part numbers I-pfnc-60/65/70/75 was not confirmed due to a lack of images, videos, or returned product from the customer. The root cause was not determined but could possibly be a result of a small hole or tear in the cuff, potentially as a result of damage during transit or handling. A risk assessment was performed and the ultimate risk was determined to be low which does not require escalation to carb or the initiation of a CAPA. There have been two (2) other complaints regarding the same product family I-pfnc-xx and a similar issue within the 24 months preceding this reported event. A resolution email was sent to the customer. Complaints will continue to be monitored for possible trends.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
Cuffing of the tubes is only possible when it's over blocked.